Event description:
It was reported that the ilet screen cracked while in normal use, and the user did not know the cause; the user switched to backup therapy and a replacement device and belt clip were arranged, with no alerts or alarms and no reported effect on blood glucose. Symptoms included no clinical effects. Outcomes included no change in health status and no medical intervention. Investigation included review of complaint details and remote assessment. Investigation of this case revealed physical damage to the display and product replacement arranged. It was concluded that the event involved a damaged device component without patient harm.